Event description:
Caller reported cracked and shattered touchscreen on the pump, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for pump replacement, provided manual injection guidance as a backup, and gave instructions for returning the damaged pump.